Manufacturer narrative:
The surgical pattie was not returned for evaluation but a photo was provided to assist in the analysis. Failure analysis - the failure analyst viewed the photo and stated that the product is showing signs of delamination, however samples would need to be returned to confirm if delamination is present in the product. Complaint cannot be confirmed with the provided image only. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. Potential root cause for delamination is incorrect material specification.

Event description:
A facility reported surgical strips (id801450) are falling apart (edges tearing off easily and splitting into two pieces). No additional information was provided after several attempts.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.